Manufacturer narrative:
(B)(4).

Event description:
It was reported that a receiver shut down unexpectedly occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred. The product was evaluated. An external visual inspection was performed and failed due to damaged usb pins. The probable cause was determined to be a defective usb connector. No injury or medical intervention was reported.